Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: two days later after an ion endoluminal lung biopsy procedure, the patient returned to the clinic with chest pain. A pneumothorax was confirmed via chest x-ray. The pneumothorax was large and did not increase in size. The patient was admitted to the hospital and a chest tube was placed to resolve the pneumothorax. The patient was discharged from the hospital after 36 hours. The cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. Immediately following the procedure, the patient was transferred to the post anesthesia care unit (pacu) and a routine chest x-ray was performed. There was no pneumothorax observed at this time and the patient was discharged with no complications. Two days later, the patient returned to the clinic with chest pain. A pneumothorax was confirmed via chest x-ray. The pneumothorax was large and did not increase in size. The patient was admitted to the hospital and a chest tube was placed to resolve the pneumothorax. The patient was discharged from the hospital after 36 hours. The physician stated that a pneumothorax is a known complication of a transbronchial biopsy and there was no malfunction of the ion system, instruments, or accessories related to this event.